Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Two certain® titanium large hexed screw (ilrght x2) were returned for investigation. Visual evaluation of the as returned products identify that they were fractured across the threads. Functional testing could not be performed since the products were fractured. Device history record (DHR) review for the lots (1242530 &1212216) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1242530 &1212216) for similar events (complaint category keywords: functional: fracture: screw) and 7 other complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k072642.

Event description:
The doctor reports fracture of the screws without any kind of impact to the patient. The affected dental positions are #15 and #17